Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an right atrial (ra) lead warning was triggered for low impedance. The lead was reprogrammed from bipolar to unipolar and assessed during an unrelated device change out procedure. The lead remains in use. No patient complications have been reported as a result of this event.